Manufacturer narrative:
Insulin pump received with missing end cap sticker, detached half of end cap, cracked case at display window corners, battery tube threads, reservoir tube lip, missing display window. Compromised force sensor system alarm during prime/compromised force sensor system test at 4 lbs. Due to detached end cap.(B)(4)

Event description:
The customer's sister reported via phone call that the insulin pump alarmed compromised force sensor system. The dome label sticker was missing. Customer's blood glucose level was 349 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.